Event description:
It was reported that this right ventricular (rv) lead exhibited, oversensing of noisy signals and impedance measurements anomaly due to the lead being fractured. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.